Manufacturer narrative:
Dates of death, event, and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, death occurred. It was reported through a research article identifying the mitraclip device which maybe be related to patient death. Details are listed in the article, titled procedural trends, outcomes, and readmission rates pre-and post-FDA approval for mitraclip from the national readmission database (2013¿14). No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the information available, a definitive cause for the reported patient effects could not be determined. The patient effect of death is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.